Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer received instructions from technical support to perform various actions, and a successful bolus was eventually delivered. Customer was advised to replace supplies as necessary and resume insulin therapy.